Manufacturer narrative:
Engineering evaluation: the case report inclusive photos describes events of swelling and itchy throat, suggesting a reaction of angioedema. Angioedema is already addressed in the labeling. No corrective/preventive action is initiated. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13853. A batch record review for lot 13853 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comments a causal relation between the events swelling and itchy throat and the treatment with restylane-l cannot be excluded. The case report inclusive photos suggests a reaction of angioedema. Concomitant medication of lisinopril might have contributed to the events. The case is assessed to fulfil the criteria for regulatory reporting due to hospitalization and intervention. Distribution comment: the case report fulfills the criteria for regulatory reporting due to hospitalization and intervention.

Event description:
A follow-up report to case number (B)(4) was received 09-may-2016 from the physician. The physician reported that the patient had also been injected in the cheeks with restylane-l. A couple of hours following the injection the patient experienced severe swelling of the lips and gums as well as an itchy throat. The patient was admitted to the hospital in the evening of (B)(6) 2016. The patient received IV solumedrol every 6 hours, and at about 2am on (B)(6) 2016 she also received hyaluronidase. After the hyaluronidase the patient's swelling and itchy throat improved. The patient was then discharged on (B)(6) 2016. The patient had previously been injected with juvederm into the lips, and was taking the following concomitant medications: lisinopril and nuvaring. The patient had a past medical history of arthritis and migraines.

Manufacturer narrative:
Engineering evaluation: the reported events in this case report are assessed as symptoms of an allergic reaction which is already addressed in the labeling. No corrective/preventive action is initiated. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13853. A batch record review for lot 13853 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comments a causal relation between the events and the treatment with restylane-l seems possible. It cannot be excluded that concomitant medication of lisinopril might have contributed to the events. The case is assessed to fulfil the criteria for regulatory reporting due to hospitalization and intervention. Distribution comment: the case report fulfills the criteria for regulatory reporting due to hospitalization and intervention.

Event description:
A follow-up report for case (B)(4) was received on 23-may-2016 from the physician. The patient had a medical history of being a smoker and had no known drug allergies. The physician reported that the patient was seen and treated in the physician's office around 4p.m. On (B)(6) 2016 where she was injected with restylane-l 1 ml to the upper and lower lip as well as 0.8 ml to the nasolabial fold. The technique used was intragrade and retrograde linear lines with the package needle. The lot code was 13853 expiration date was 31-dec-2017. The patient tolerated the procedure without any complications and was discharged home after the injection. The patient noticed some swelling approximately 2 hours after the injection, and had progressively worsened over the next few hours. The patient contacted the physician's office and was directed to go to the emergency room for treatment secondary to the severity of the swelling. The patient was seen in the emergency room by the physician as well as by the emergency room physician. She denied any acute chest pain or shortness of breath or any difficulty breathing. She had no chest pain. She was able to breathe through her nose and mouth without any difficulty. She appeared to be comfortable without need for oxygen; her oxygen saturation was satisfactory on room air at 95%. Examination of the upper and lower lip showed her to have extensive swelling. The tissues were pink; there was some mild bruising around the left upper corner of the upper lip. There was no vascular compromise, no exanthema. Similar examination was noted on the lower lip as well. There was mild swelling on both nasolabial fold regions. Overall, the swelling appeared to be localized to the upper and lower lip only. The patient had mild tenderness with examination, although this was mostly mild discomfort due to soft tissue swelling with minimal pain. Upon arrival to the emergency room, the patient was given intravenous (IV) ativan, solu-medrol IV 125 mg twice and to continue every 6 hours , pepcid 100ml (IV), and benadryl (IV) 50mg once and 25mg every 6 hours thereafter. The nursing staff of the emergency room noted the lips continued to be swollen and it progressed to the gingiva the upper and lower teeth. On (B)(6) 2016, a decision was then made to reverse the hyaluronic acid with hyaluronidase, as the patient did not improve with the solu-medrol. Using a 1 cc tb syringe approximately 1 ml of hyaluronidase 150units/ml was injected into the upper lip and the second ml injected into the lower lip. The patient tolerated the procedure well. The swelling was reassessed in 4 to 6 hours and resolved on (B)(6) 2016 with sequelae. After the swelling improved the patient did have some sloughing of the lip skin. Diagnosis was allergic reaction to hyaluronic acid. The case was assessed as serious as the event was life threatening and the condition necessitated medical intervention to prevent permanent damage or life threatening injury.

Manufacturer narrative:
Engineering evaluation: the case report inclusive photos describes events of swelling and itchy throat, suggesting a reaction of angioedema. Angioedema is already addressed in the labeling. No corrective/preventive action is initiated. A trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13853. A batch record review for lot 13853 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comments: a causal relation between the events swelling and itchy throat and the treatment with restylane-l cannot be excluded. The case report inclusive photos suggests a reaction of angioedema. The case is assessed to fulfil the criteria for regulatory reporting due to hospitalization and intervention. Distribution comment: the case report fulfills the criteria for regulatory reporting due to hospitalization and intervention.

Event description:
A report was received on 04-may-2016, from the nurse injector and the physician concerning a young female patient. The patient was injected with 2-1ml syringes of restylane-l in the nasolabial folds and lips on (B)(6) 2016 at 4 pm cst. The patient developed severe, gross swelling of the lips and an itchy throat. She was given medrol (methylprednisolone) dose pack, ice, benadryl (diphenhydramine hydrochloride), arnica, bromeliane and ibuprofen. She was then hospitalized. On the morning of (B)(6) 2016, an update of the patient's status was received from the medical science liaison (msl). The patient declined to be intubated and was given solumedrol (methylprednisolone sodium succinate) every 6 hours via intravenous (IV) drip. The lips and gums continued to swell profusely. The morning of (B)(6) 2016, the physician injected hyaluronidase. After the injection, the patient began to see improvement. The swelling was not getting worse and in fact was possibly showing a little improvement. The was no information on the patient's demographics, medical history, allergies, concomitant medications, or previous filler history. The lot code was 13853 with an expiration date of 31-dec-2017. On 05-may-2016 an attempt was made to contact the physician via phone numbers provided, however there was no answer. Two photos were attached to this case of the patient's face during severe swelling event and post treatment. No further information was available at the time of this report.

Manufacturer narrative:
Engineering evaluation: the reported events in this case report are assessed as symptoms of an allergic reaction which is already addressed in the labeling. No corrective/preventive action is initiated. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13853. A batch record review for lot 13853 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comments a causal relation between the events and the treatment with restylane-l seems possible. It cannot be excluded that concomitant medication of lisinopril might have contributed to the events. The case is assessed to fulfil the criteria for regulatory reporting due to hospitalization and intervention. Distribution comment: the case report fulfills the criteria for regulatory reporting due to hospitalization and intervention.

Event description:
A follow-up report (B)(4) was received on 12-sep-2016 from the (B)(6) female patient. She had previously reported her case in (B)(4) (to be deleted) on 10-aug-2016 as severe swelling. She had a medical history of hypertension and migraines. She denied having sensitive skin or known allergies. Concomitant medications included: lisinopril with hydrochlorothiazide 10/12.5 mg daily since 2014 and nuvaring (ethinylestradiol with etonogestrel) once a month for six years. On (B)(6) 2016, the patient was injected with 1.8 ml of restylane-l into the lips and nasolabial folds. Lot code was 13853 with an expiration date of 31-dec-2017. About one hour after the injection she began to swell in her lips resulting in hospitalization. The event lasted 18 hours and stopped on (B)(6) 2016. She sought medical treatment and was treated with a reversal medication at the hospital. Included in the report were twelve facial photos dated and timed from (B)(6) 2016 through (B)(6) 2016 over a 25 hour time span as well as lot code information and hospital charges. She lost two days of work.